Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported that there was fluid on the ground, as drug had leaked from the micron filter. The set was replaced and therapy resumed. The drug spill was cleaned and there was no exposure to patient or healthcare provider. Further, there was no report of any human harm as a result of the complaint/event.

Manufacturer narrative:
Received a photo showing the 0.2 micron filter on the 142560488 primary plum set. There was leakage observed from the outlet filter vent. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no relevant non-conformities were identified that would have led to the reported complaint.